Event description:
Neurosurgeon was removing plate and screw from a prior spinal fusion and using the revision driver draw rod when the tip of the driver draw rod broke off inside the screw being removed. No patient harm occurred and all pieces were retrieved.